Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the case awareness date. The device mfg date is unknown. The date entered is the case awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre sensor. Customer further reported experiencing a seizure and loss of consciousness and being seen at a hospital where she was treated with glucose. No further information obtained as the call was disconnected during troubleshooting.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre sensor. Customer further reported experiencing a seizure and loss of consciousness and being seen at a hospital where she was treated with glucose. No further information obtained as the call was disconnected during troubleshooting.